Manufacturer narrative:
This supplemental report is being submitted to provide additional information to the following sections: a1, a2, a3a, b3, b5, b6, b7, d6a, d6b, d9, h6, and h11. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The explanted lal+ was cut into small fragments during explantation and returned to rxsight. Visual inspection of the returned lens fragments yielded no unusual findings. Due to the condition of the returned lens fragments, no additional evaluation could be performed. Manufacturer reference #: (B)(4).

Event description:
The site reported that the patient's light adjustable lens+ (lal+ sn (B)(6), +22.0d) was explanted due to patient dissatisfaction with their vision and visual disturbances. The lal+ was replaced with a light adjustable lens (lal, 21.5d).

Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn: (B)(6), +22.0d) was explanted.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).